Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: none. Time of adverse event: during vessel closure. Adverse event: skin dimpling, loss of limb pulse, pain, occlusion, thrombus. It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after suture deployment, "dimpling of the skin" occurred. An attempt to release the dimpling was unsuccessful; the cause could not be determined. Later that day, the leg was cold, a pulse in the limb could not be found, and the pt complained of leg pain. During intervention, and attempt to cross the common femoral artery from the contralateral femoral artery with a guide wire was unsuccessful. Emergent exploratory surgery revealed the presence of thrombus from the common femoral artery to the external iliac artery causing vessel occlusion. A surgical cut-down found that the proglide device suture was deployed in the proper location. A thrombectomy was performed and the vessel was surgically repaired and sutured to achieve hemostasis. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.